Manufacturer narrative:
This report is being filed under exemption.

Event description:
Journal reference: hetzer, f. Et al. "Outcome and cost analysis of sacral nerve stimulation for faecal incontinence: british journal of surgery. Nov 2006; 93 (11): 1411-7. The article described a study involving 36 patients who underwent a two stage sns procedure for fecal incontinence. Reportable events: model 3095 lead extensions (n=3) - three patients experienced infections during the screening phase and all required lead extension removal and treatment with antibiotics. Model 3023 ipg (n=2) and lead (n=2) - two patients experienced infection that required the systems to be explanted (ipg and lead).